Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that she is responding to blouses but felt that the pump was not delivering correctly due to x-ray exposure. The patient stated that they were not aware that the pump was not allowed to go through a body scanner. The patient stated that her blood glucose levels varied from 60mg/dl to 420mg/dl with no signs or symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient reported occlusion alarms over the past week but corrected those at the time of the issue and declined to troubleshoot occlusions. The patient declined to troubleshoot the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the force sensor was found to have a bad calibration.